Manufacturer narrative:
The other device listed in this report: cat # unk, lot # unk, description: unknown head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Right hip revision due to superficial infection, surgeon did a washout and swapped head and poly.